Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported an 81-year-old female scheduled for percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The pigtail of the implanted impella cp pump perforated the patient's left ventricle during support. The patient was taken to the operating room where the pump was pulled back into the aorta and the perforation was surgically repaired. However, following surgery, the pigtail was unable to re-cross the aortic valve and the pump was subsequently replaced.

Manufacturer narrative:
The investigation for the ventricle perforation and the positioning issue has been completed. No product was returned for evaluation. Data logs were reviewed which showed several suction alarm and low pump flow, with two impella position unknown alarms followed by a disabled placement signal monitoring alarm. According to the clinical review, the patient had an lv perforation with the impella pigtail, requiring pericardiocentesis and emergent surgery after CPR. The pump was pulled back into the aorta, and the perforation was surgically repaired. Unable to recross the aortic valve with the pigtail manually when coming off the pump. The cause of the ventricle perforation issue was most likely improper positioning due to CPR performed during use of impella. The cause of the positioning issue was use related since doctor was unable to cross aortic valve after pump pulled back into aorta. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 med dev prob code 1158 added- d6a/d6b f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Additional information for the initial MFR 1220648-2023-02448 was provided in sections b2, b5, g3, h1, and h6.

Event description:
Additional information was received that reported a second impella cp was successfully inserted and started under transesophageal echocardiogram (tee) guidance. The patient was weaned from bypass. Due to severe right ventricular failure and unable to maintain flows from the pump, the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.